Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted that the right ventricular lead exhibited failure to capture. No interventions were performed. The patient was in stable condition.